Event description:
Customer reported that she experienced high blood glucose of 500 mg/dl; customer treated with insulin bolus dose. Customer stated that she did thinks that the insulin pump was not delivering insulin and that she had been getting an alarm. Customer did not want to go through alarm history and would call back when alarm recurs. Customer also reported that the belt clip broke. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.